Event description:
It was reported that the right ventricular (rv) lead displayed noise oversensing. An alert was triggered due to short interval counts and non-sustained ventricular tachycardia (vt) episodes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.